Manufacturer narrative:
Pump passed the displacement test. Unit received compromise force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the unexpected restart error test, prime/delivery test, excessive no delivery test and occlusion test or test for motor error alarm due to compromise force sensor alarm. Pump received with normal operating current. Pump passed self-test. Pump passed off no power test. Pump received with minor scratched lcd window, broken battery tube threads, loose drive support disk and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump was not working and had to change set 16 times. Customer reported that when changing the battery, it was noticed that a piece of plastic was broken off and the drive support cap was flushed. Customer's blood glucose was 192 mg/dl. Customer was advised that insulin pump would need to be replaced.